Manufacturer narrative:
Event summary: the patient data files showed at least four applications were performed with catheter 2af283/62335-43 and two applications with catheter 2af283/79027-22 on the date of event. The temperature and pressure did not reach to minimum acceptable range in all applications and flow had high fluctuation and low profile in the injection. The data files showed at least seventeen applications were performed with catheter 2af283/46523-07 on the date of the event and multiple applications had flow, temperature and pressure problems. Upon visual inspection of the achieve mapping catheter 990063-020/ 213632001, results showed the tip of the loop was damaged and the shaft was kinked near the lemo connector. The catheter was connected to the diagnostic computer and channel pairs 7-8 and 8-1 were displaying noises. Dissection of the catheter results showed the electrodes-wire of pin # 8 had been broken inside the lemo connector. Dissection of the ring did not show any welding issue. Blood was also discovered inside the pebax shaft that suggested the failure occurred during use. In conclusion, mapping catheter noise has been confirmed through testing. The mapping catheter 990063-020 / 213632001 failed the returned product inspection due to broken electrode-wires. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, flow was erratic and pressure values were not as expected. The coaxial umbilical cable was replaced without resolve. Additionally, frost was observed at the balloon catheter connection. The catheter was replaced twice without resolve. The coaxial umbilical cable and electrical umbilical cable were then both replaced. It was also reported that the mapping catheter emitted noise and developed a break in the wires. The mapping catheter was replaced, and the case was completed with cryo. No patient complications have been reported as a result of this event.